Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The extracorporeal tubing was returned cut in two parts. No kinks were observed on the returned iab. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. A laboratory pump test was not able to be performed due to the returned condition of the iab. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that after one day of intra-aortic balloon (iab) therapy, an abnormality in the augmentation pressure was confirmed. X-ray fluoroscopy confirmed that the iab was kinked in an n-shape on the proximal side (approximately 190 mm from the tip). Since the patient's condition was stable, therapy was completed and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.